Event description:
The stimulation was turning off. There was no known related accident or incident. Impedance measurements were normal. Further info is being requested at this time.

Manufacturer narrative:
(B)(4)